Manufacturer narrative:
Visual inspection confirms that the distal t25 hexalobe tip has sheared off of the driver. The failure of the tip is consistent with excessive/eccentric loading on the tip of the driver, likely seen from inserting or removing a screw. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off removing a screw that had good bone purchase. The screw was being removed to place a new one.